Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis of part. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the 840 ventilator displayed a "processing error" message.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the exhalation transducer printed circuit board (pcb) and inspiratory pcb. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The inspiratory pcb was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One exhalation transducer pcb was returned to medtronic for failure investigation. Visual inspection showed no anomalies. The returned exhalation transducer pcb was installed in the test ventilator and found the unit generated a ¿ventilator inoperative¿ message during ventilation with code "exp pressure autozero offset failed". Further investigation of the exhalation transducer pcb found a faulty component u1. If an u1 failure were to occur while in use on a patient the ventilator response would have a loss of ventilation. The cause of the event was isolated to a faulty exhalation transducer pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the 840 ventilator displayed a "processing error" message. The ventilator was not in use on a patient at the time of the reported event.